Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) reviewed the device data and based on the available could not rule that the device contributed to the syncopal episode. Additionally, ts observed farfield oversensing on stored atrial tachy response (atr) episode. No additional adverse patient effects were reported. This pacemaker remains in service.